Manufacturer narrative:
The hill-rom technician found the self-run was most likely caused by a scale power control board malfunction. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the scale power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of the bed is raising by itself (self-run). The bed was located at the account in the hall. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).